Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. According to the file contact and unit (B)(6), they did not know which dialyzer was in use at the time of the event nor was there a lot number provided. The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Another MFR reported our product was in use during a pt adverse reaction. The fresenius f200 and f250 were listed. No date of occurrence or other info was provided. Follow up was performed with the initial reporter. According to the initial reporter ((B)(6)), he had contacted the aforementioned MFR requesting product info for their dialyzer for a pt who, he understood, had an itchy reaction using a fresenius dialyzer. He had no further info and suggested follow up with pt's associated dialysis clinic's (B)(6). According to the (B)(6), this event occurred in a hospital's acute dialysis unit. She stated she believed this occurred sometime in 2014 since the pt had not had any issues this year. She confirmed the symptom was itching and reported the pt was treated with benadryl and solumedrol. She reported the dialyzer was not changed to a baxter dialyzer and she did not know if the symptoms occurred with an f200 or f250 dialyzer. She has no other info. The pt was transferred to her dialysis unit for chronic outpatient treatment where he is using the fresenius 250nre dialyzer. He takes benadryl by mouth (no dosage given) prior to each hemodialysis treatment and has had no further issues with itching. He continues on hemodialysis without issue. No sample is available for return.

Manufacturer narrative:
An additional follow up was done with the facility to ascertain product information and the client's identification. Number. The contact reported they do not receive the product through fresenius medical care but from another supplier. No additional information was provided. The actual device was not available for return to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Without a physical evaluation of the product, the failure mode cannot be confirmed. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The record does not show any deliveries to this client since 2013 when one lot was shipped. An investigation of the device manufacturing records for the lot delivered in 2013 was conducted by the manufacturer. The batch production record did not show anything applicable to the reported complaint event. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.